Event description:
The provider states the joystick will not turn on/off intermittently. He states the battery level reading is inconsistent.

Event description:
The provider states the joystick will not turn on/off intermittenly. He states the battery level reading is inconsistent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation; controller/joystick/options / not able to duplicate issue / tested fully functional. (B)(4).